Event description:
Since two years the hearing performance with the device is getting worse. The user hit her head against a wall in 2022. It is unknown if a re-implantation or other further medical intervention will be scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since two years the hearing performance with the device is getting worse. The user hit her head against a wall in 2022. It is unknown if a re-implantation or other further medical intervention will be scheduled.

Manufacturer narrative:
Additional information: based on the currently available information, damage to the reference electrode appears to be likely. However, to determine an exact root cause a device investigation of the explanted device would be necessary. No information on possible further steps has been received.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the reference electrode confirming that the device has failed due to an external impact to the reference electrode. In addition, during explantation surgery two channels were found extra-cochlear due to a migration of the active electrode. All the problems given in the recipient report appear to match well with this finding. Other mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
For the past two years the hearing performance with the device has been getting worse after the user hit her head against a wall in 2022. The user has been re-implanted.